Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2022 due to a post-op acquired infection. Additional information indicates it was a superficial mersa infection of the wound which did not extend to any of the hardware. The source of the infection is unknown, however it was noted that the patient was non-compliant with post-operative protocol. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device, the patient's bones were fully fused and no other patient outcomes were reported as a result of this event. The device history records for all devices intended to be implanted (sk14 and sd21) were reviewed and no issues were identified during the manufacture, sterilization or release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined. Although a number of factors could have contributed to what was reported, no facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2022 due to a post-op acquired infection. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.